Event description:
Same as manufacture# 6000093-2006-00064. It was reported by the patient that 60 days after a coronary drug eluting stenting treatment procedure, the stents migrated from the deployed site. The patient successfully had a taxus express2 2.75 x 28 and 3.0 x 16mm drug eluting stent implanted. Sixty days after the patient started to complain of chest pains. The patient then had angioplasty where the physician noted the stents had migrated and blocked the left anterior descending artery (lad). The physician attempted to retrieve the stents, however, was unsucessful. The patient then was sent for coronary artery bypass grafting (CABG). The patient had complications including a 12 day hospital stay, contracting vancomycin resistant enterococcus (vre), and fluid accumulation. Made several attempts in one month to get additional information without success.